Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products were used during this study: carto mapping system. (B)(4) the device was not returned to bwi.

Event description:
This event is part of cf163 clinical study. It was reported that one (B)(6) male patient with medical history of symptomatic atrial fibrillation, and hypertension underwent pulmonary vein isolation procedure. The patient suffered pericarditis one day after index procedure which required medical intervention. The issue was resolved without sequelae. The principal investigator assessed this event as not device related and possibly procedure related.

Manufacturer narrative:
Additional information regarding this complaint was received on 11/28/2016: the pericarditis suffered by the patient resolved without sequelae. Medical history includes hypertension and hypercholesterolemia. Additionally, the patient's age was initially reported as (B)(6), but it is (B)(6). (B)(4).